Manufacturer narrative:
The insulin pump passed the displacement test and self test. No unexpected pump error 15 alarms noted during testing however, pump error 15 alarm was found in the formatted history file due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received insulin pump error alarm during bolus. The customer¿s blood glucose level was 194 mg/dl at the time of incident. The customer stated that they were able to clear the alarm and able to rewind the insulin pump. Customer performed self test and test did not passed. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan. The insulin pump will be returned for analysis.